Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
The second field service engineer confirmed that he attended the site the next day as the customer had reported that the CT host computer was resetting on its own. This was a separate non-related issue which is addressed in a different complaint. The second service engineer confirmed that a new service work order (swo) was not created for the issue and that the initial issue (images had an incorrect patient name) and the second issue (CT host computer resetting) were addressed in one swo record. The initial issue was confirmed by the first field service engineer to have been resolved by reloading the common image reconstruction system (cirs) server software upon his initial visit to the site. The first field service engineer was unable to confirm the cause of the alleged system malfunction and did not provide data for CT engineering to further evaluate the issue because in the event viewer in the system, no error was found. Therefore, no log files or error report were generated.

Event description:
The customer reported that images from patient procedures displayed the incorrect patient name on the images. There was no report of harm to a patient, operator, or bystander. A philips field service engineer (fse) evaluated the CT system and confirmed the issue. The fse reinstalled software on the server and tested the CT system to verify it was working within specification to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, (B)(4) in (B)(6), reported that after performing a patient acquisition utilizing their brilliance 16 slice CT system, the name of the patient listed on the images was incorrect. The customer confirmed that the event occurred the previous day on (B)(6) 2015. There was no report of misinterpretation or mistreatment of a patient due to the issue. There was no report of harm to a patient, operator, or bystander associated with the malfunction. The operator manually corrected the patient information on the images. A philips field service engineer (fse) attended the site and evaluated the system. The fse confirmed the customer allegation. The fse stated that when he arrived at the customer site, the host computer and common image reconstruction system (cirs) server were turned off. The fse turned on the host computer and cirs server. The fse performed test scans and noted that the system was functioning properly. The fse then left the customer site. The next day, a different fse attended the site and assessed the system. The fse turned off the gantry and then re-installed the cirs software. The fse performed tube conditioning and helical test scans which confirmed that the system was working as specified. No parts were replaced as a result of the malfunction. The fse did not provide log files or a bug report for further analysis. As there were no failed parts, log files, or bug reports for analysis, CT engineering was unable to determine the cause of this malfunction. The fse re-installed the cirs software to resolve the issue. On (B)(6) 2015, the fse confirmed that there had been no report of the issue reoccurring after the re-installation of the cirs software. CT engineering determined the overall risk to be acceptable. The following mitigations apply: each image has title with patient name and ID. System check for new patient and opens new page as a default. Demographic data is handled in the same format with the same length by all the software modules.